Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was sounding an audible alert. A remote transmission was successfully sent, and the patient was advised to contact their physician regarding the alert tone. It was further reported that the patient got close to a magnetic device resulting in the implantable cardioverter defibrillator (ICD) beeping. The device remains in use. No patient complications have been reported as a result of this event.